Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the balloon catheter could not be deflated and was removed from the body inflated, contrary to instructions for use. The catheter was deflated outside the body with a syringe. Reportedly, no pt injury was associated with this event.